Manufacturer narrative:
Additional information: h6. H10: the device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia automated pd system during peritoneal dialysis therapy. This alarm occurred during third cycle while the patient was connected. During troubleshooting, it was discovered that there was a loose connection between the supply line of the amia automated pd cycler set and the supply bag. Renal therapy services (rts) advised the patient to cycle power off and on to clear the alarm. The patient would contact their nurse regarding the missed therapy. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.